Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The caller reported via phone call that their daughter was hospitalized due to a high blood glucose of 630 mg/dl and diabetic ketoacidosis. The patient experienced ketones and vomiting. At the hospital, the patient was treated with IV drips, saline, and insulin. Troubleshooting occurred for the insulin pump and there were no anomalies noted. The insulin pump was not returned for analysis.